Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the hospital and increased left ventricular pacing threshold were noted. Pacing vectors were altered.